Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead, connector end was returned in one piece measuring 15.9 cm. Final analysis found an external insulation abrasion beaching the optim sheath at 13.5 cm to 13.6 cm from the proximal region of the lead. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.